Manufacturer narrative:
Findings: the insulin pump was received with a partially broken retainer, broken reservoir tube lip, cracked case at the corner of the belt clip rail, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported that the top of his reservoir was broken and for the past four hours he has been having high blood glucose. The customer¿s blood glucose level was 210 mg/dl at the time of incident. Patient's current blood glucose was 314 mg/dl. The customer had nausea and difficulty in breathing. The customer stated they do not feel okay to troubleshoot. The emergency medical service was called. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump has been returned for analysis.